Manufacturer narrative:
Additional information: h3-lens returned dry in a micro-centrifuge vial with clear surgical residue/debris on product. Visual inspection found haptic torn and residue and debris on lens. Claim#(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -6.5 diopter tore/broke during loading. Reportedly the "lens was damaged during loading the lens into the nozzle." This occurred on (B)(6) 2019. An alternate lens was successfully implanted on the same date and the problem is resolved. The cause of the event is reported as unknown.